Manufacturer narrative:
The reported complaint was confirmed. As per data log analysis, three times an unexpected stall occurred causing the occluder to become uncalibrated. Each time the stall position is consistent with having tubing installed. This will occur and is normal if calibration was performed without the tube installed. The field service representative (fsr) explained to another perfusionist from the medical facility that the occluder has to be calibrated with the tubing attached. Clinical specialist did multiple diligence attempts to reach out to the perfusionist and at last left detailed voicemail to give clinical feedback that tubing needs to be attached in the occluder head during calibration. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) spoke with the ccp on (B)(6) 2016, the ccp stated that during surgery when he experienced the reservoir draining faster than expected, he looked at the central control monitor (ccm) and saw that the occluder showed "cal". He then switched to using hemostats (instead of the occluder) for the remainder of the surgical case. On (B)(6) 2016 the fsr downloaded the data logs and sent them to the manufacturer for evaluation. Technical support (ts) reviewed the logs and said the logs did not show any apparent electronic problem with the components. Further, the data logs appeared to show that on (B)(6) 2016 the occluder was calibrated without tubing in the occluder head. Ts explained that if the occluder is calibrated without tubing, once tubing is inserted, it can appear that all is good, until the user uses the touchscreen to occlude the tubing. Then the occluder will display "cal" on the ccm as it requires a recalibration. The fsr tested the occluder multiple times and found it to be operating properly. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous occluder was not closing. The device was not changed out, as they used hemostats for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.